Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had a blue particle floating inside the packaging. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection was performed on the photographs and a blue particle of foreign matter was identified in the packaging. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely inherent to variations of the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.